Manufacturer narrative:
The device was not returned for analysis. An event of atrial fibrillation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported atrial fibrillation appears to be related to procedural circumstances. However, this cannot be confirmed. The reported unexpected medical intervention was result of case-specific circumstances, as medication was given. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 287s and heparin was given. The valve partially re-sheathed two times due to the implant depth was too high. The final implant depth at non-coronary cusp (ncc) was 4.5mm and at left coronary cusp (lcc) was 3.9mm. On (B)(6) 2025, the patient went into atrial fibrillation rapid ventricular response (rvr). An 12/5mg po metoprolol was given and patient came back to sinus rhythm (sr).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.